Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and senor issue on (B)(6) 2020. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer experienced the symptoms related to the high blood glucose was nausea, vomiting and thirsty. Customer was treated with the injection. Customer also stated that the reservoir had air bubble and the approximate size of the air bubble was bigger than champagne size. The insulin pump will be returned for analysis.